Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via manual dose injection. The customer will continue to use the pump, however a replacement pump was sent to resolve the issue.